Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was non-functional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.